Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during setup, satseconds feature was not alarming when circle filled. It had a delay of approximately 30 seconds. No patient impact was reported.